Event description:
The end user reported a transport wheel detached from the stretcher. There was no report of the issue occurring during a patient transport and no injury or adverse event was associated with issue.